Event description:
It was reported by service report that the brakes on this m-series were not holding. Upon inspection of the unit by the service technician, it was identified that the underside of the head end and foot end brake rings were well worn, with material partially missing; causing the brakes to not hold properly.